Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes an underfilled specimen occurred. There was no report of impact to patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) university. H.6. Investigation summary: one photograph was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were functionally evaluated for underfill and all samples tested within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.